Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pulse generator (ipg), (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a lead alert message was displayed at the onset of the lead extraction procedure, during the device interrogation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.